Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid left anterior descending (lad) coronary artery. A 2.75 x 28 mm xience v stent delivery system (sds) was selected for the procedure. Following pre-dilatation with an unspecified balloon dilatation catheter (bdc), the sds was advanced with no resistance felt to the lesion and the stent implant was successfully deployed. Following stent implantation, a proximal edge dissection was observed. In order to cover the dissection, a 3.00 x 15 mm xience v stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.